Event description:
Pt was having an x-ray cardiac catheterization and the dye injection system failed during the procedure. The digital system shut itself off and would not reboot resulting in loss of pt images and halting the procedure.

Manufacturer narrative:
Eval results, and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.